Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
On (B)(6) 2019, patient had the backup battery fault alarm and patient switched to his backup controller (serial number (B)(4)) without notifying anyone. Issue resolved after changing the controller. Controller is not in possession of the customer and will not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery alarm was not confirmed. There was no log file submitted for review. The system controller, serial (B)(6), was not returned for analysis and was exchanged. The provided information indicated that the backup battery¿s manufacture date was (B)(6) 2018 and therefore was not expired. The patient resolved the alarm by exchanging his controller. There were no pictures or additional documents provided. A root cause for the reported event cannot be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.